Manufacturer narrative:
Additional data: h3, h6. The lal was returned for evaluation and the reported raised area on the lens was confirmed via visual inspection; however, the lens was cut into 2 pieces during explantation and any additional analysis of the lens is not possible. Manufacturer reference: (B)(4).

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6), +17.5d) was implanted on (B)(6) 2022. No light treatments were performed and the patient self-reported not wearing rxsight uv spectacles during the post-operative period. Approximately 2 years and 5 months following implantation, the patient presented to the clinic with blurry vision and glare, and a raised area was observed on the lens, consistent with zone formation. The lal was explanted on (B)(6) 2024, and an intraocular lens (iol) from a different manufacturer was implanted as a replacement.